Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The ail pcb was recalibrated.